Event description:
It was reported that the patient had multiple sclerosis and was having an MRI to rule out osteomyelitis of her leg. It was noted the patient had difficulty communicating. During the MRI, the patient was moaning and ¿squeezing little tube¿ which per the MRI technician was not abnormal for the patient. The patient however was asked if it was burning and they said yes. The patient was reportedly and supposedly experiencing ¿some discomfort¿ over the pump site during the MRI. Since the patient was non-verbal however it was difficult to confirm. The MRI was discontinued. The patient had had many mris in the past and they were going to review options to scan her again. There were no therapy symptoms or issues reported and the device manufacturer representative hadn¿t heard anything related to the patient following the event. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).